Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Dr was not able to seat implant. An alternate tibial insert was used to complete the surgery. This event did not cause any adverse consequence to the pt.